Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event logs 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The sensor was inserted into the sim-vivo fixture with connector key. The sensor was activated with a known good reader and signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Reader was connected to software and isf (interstitial fluid) command was sent. Ble packets were downloaded. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 40mg/dl¿. Subsequently, the customer experienced symptoms of hypoglycemia such as difficulties with speaking in a dazed condition. The customer was unable to self-treat and was treated by administering glucose dissolved in water by a non-healthcare professional(non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 40mg/dl¿. Subsequently, the customer experienced symptoms of hypoglycemia such as difficulties with speaking in a dazed condition. The customer was unable to self-treat and was treated by administering glucose dissolved in water by a non-healthcare professional(non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.